Manufacturer narrative:
The device has been evaluated but not yet repaired.

Event description:
A ventilator was returned to the manufacturer for evaluation due to a pediatric patient expiring while the device was in use. There is no allegation against the device as the patient expired due to natural causes. No further information is available regarding the patient. During the evaluation of the device at the manufacturer's quality assurance laboratory, the device was found to have physical damage and a broken remote alarm connector. The device's interface board will be replaced to address the issue.